Manufacturer narrative:
On 09/19/96, the MFR clinical representative spoke with the facility nurse concerning the last device refill. The facility nurse stated that the device was last accessed on 09/09/96, at which time, the device center reservoir was drained of fudr and instilled with heparinized saline. On 09/20/96, the MFR's clinical rep contacted the MFR with follow up info concerning this device. The follow up report states that on 09/18/96, the device was explanted. The surgeon did not receive a return volume from the device reservoir. The explanted device was sent to the facility risk management department before being returned to the MFR for analysis. On 10/02/96, the device was returned to the MFR and is currently being analyzed. No further info is available at this time.

Event description:
On 8/19/96, the facility nurse contacted a MFR nurse to report that during the pt's second device refill, device access was uneventful with a return volume of 47ml. The facility nurse refilled the device with fudr and heparin then accessed the device sideport. The sideport was found patent and a 5 fu bolus was administered followed by a hep-lock to the device sideport and catheter. The facility nurse requested advice on what to do next. The MFR nurse suggested that they follow the device declotting procedure, detailed in the clinician's manuael, and to bring the pt back in a few days to check the device flow rate.